Manufacturer narrative:
(B)(4). Journal article details; title: impact of proximal seal zone length and intramural hematoma on clinical outcomes and aortic remodeling after thoracic endovascular aortic repair for aortic dissections authors: eric c. Kuo, md, narek veranyan, md, cali e. Johnson, md, fred a. Weaver, md, sung wan ham, md, vincent l. Rowe, md, fernando fleischman, md, michael bowdish, md, and sukgu m. Han, md journal of vascular surgery, 2019, volume 69, number 4 doi: https://doi.org/10.1016/j.jvs.2018.06.219. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a two patient groups for the endovascular treatment of type b aortic dissections. Non-medtronic stent grafts were also implanted in both patient groups. The following adverse events were observed: retrograde type a dissection open repair blood loss myocardial infarction respiratory failure (requiring intubation) renal failure mesenteric ischemia spinal cord ischemia aortic rupture access site complications aorta related reinterventions patient deaths were also reported. However there is no causal link that a medtronic device may have caused or contributed to the deaths.